Manufacturer narrative:
H3: product ID 977a275, serial (B)(6) was returned for product analysis. Analysis found that the conductors were broken; conductor 2 at approximately 2.0cm and conductor 3 at approximately 2.5cm from the distal end; conductor 5 at approximately 3.0cm from the distal end; conductors 1,4,6,7at approximately 6.5cm from the distal end. Product ID 977a275, serial (B)(6) was returned for product analysis. Analysis found conductor #7 was broken from electrode # 7 weld site 0.5cm from the distal end. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97791 serial# unknown product type accessory. Product ID 97791 serial# unknown product type accessory product ID 977a275 serial# (B)(6)implanted: (B)(6) 2020 product type lead. Product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 10-apr-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: va1x0un001, ubd: 17-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the lead migrated/dislodged; a revision was planned on (B)(6) 2024. During lead revision, the physician identified leads under fluoroscopy and showed migration, as previously reported. The physician removed the suture and anchor from one lead only and then attempted to pullthe lead complete out of the epidural space from the pocket. As it turns out, the physician pulled on the lead that was still anchored and sutured. The lead that was pulled ended up breaking at the electrode level between electrodes 6 and 7. Electrodes 0-6 were still in the cervical spinal subcutaneous space and electrode 7 was on the lead body. After some surgical dissection in the subcutaneous space the remaining electrodes were found and removed successfully. Two new leads were implanted and pain received good therapy post-operatively. The leads were returned for analysis.